Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately at 5:30 pm on (B)(6) 2017, when she obtained an alleged inaccurately high blood glucose result of ¿160 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts based on a sliding scale. She alleged that she ¿over-medicated¿ by taking 9 units of novolog insulin based on the result. She also reported that at 5:45 pm on (B)(6) 2017 she began to feel symptoms of ¿shakiness, sweatiness and confusion¿. She reported that she obtained a blood glucose result of ¿40 mg/dl¿ on her onetouch ultramini meter. She indicated that she self-treated her symptoms by drinking 4 ounces of orange juice. She reported that she tested again a few minutes later, and the result was ¿90 mg/dl¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.